Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump history showed inconsistencies in total daily dosages. It was noted that the user had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the total daily dose history appeared to be inaccurate due to a manual time change on 04/01/2015 from 00:50 to 20:52. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate and the total daily dose correctly reflected the programmed basal rate at the end of the test. The complaint that there were inconsistencies in the total daily dose from the pump histories was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.